Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. After the evaluation was noticed that theitem received is different from the item reported on guarantee form bythe dentist. Therefore, the lot number was not considered.

Event description:
Rp 011599- the dentist reported that after 6 months dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, 15ncm of primary stability was achieved, immediate implant procedure was done, bone graft was executed, fenestration occurred during surgery and the patient presented bone type IV.